Event description:
It was reported that one year, two months and twenty one days post a port placement, a leak of contrast medium was observed from the catheter upon fluoroscopy. It was further reported that a damage was suspected. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed. Three compound breaks were noted on the attached catheter approximately 5.5cm, 6.4cm and 7.0cm from the distal end of the cath-lock. A complete circumferential break was noted on the distal end of the attached catheter. The edges of the all three compound breaks were noted to be jagged. The surface was noted to be granular in one region and round/smooth in the other region. Upon infusion, leaks were observed exiting the compound breaks on the attached catheter. Therefore the investigation is confirmed for the reported fracture, leak and the identified catheter wear and deformation issues. The break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year two months and twenty one days post a port placement, a leak of contrast medium was observed from the catheter upon fluoroscopy. It was further reported that a damage was suspected. There was no reported patient injury.